Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested the following was obtained: please provide an answer for each case: (B)(4) is for incident #1. (B)(4) is for incident #2. (B)(4) is for incident #3. (B)(4) is for incident #4. (B)(4) is for incident #5. (B)(4) is for incident #6. Were there any adverse consequences for the patient in the other 5 procedures that occurred over the last couple of months? Could you provide more details on why the everpoint needles are dropping in patients? Is the needle falling off because it was pulled off the suture, or is it because the suture is breaking? Please provide more details during the other 5 procedures that occurred over the last couple of months: was the needle retrieved during the same procedure? Was there any additional tissue damage resulting from the search for the needle? Were there any extensions of the surgery in the other 5 procedures that occurred over the last couple of months? If yes, were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Could you please provide the lot number? Please provide the source or name of person providing answers to follow-up questions: I don¿t have any additional details to share with you. This was reported to me, and I was not in those cases. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. It was reported the surgeon who was doing an in-service yesterday in the break room at the hospital. It was approached by a nurse, who expressed her frustration about needles being hard to see and getting dropped. She was wondering if I had any ideas on how to store these needles when not in use during cases. The rep told her to cut the suture tail longer, so the dyed suture and needle are visible, making it easier to see and also suggested a needle boot to hold the needle. She mentioned during a CABG procedure that day that the everpoint needle was dropped. Surgery was paused and finally after some time looking for the suture, they called x-ray. She said x-ray showed no signs of needle. Surgery resumed and needle was never found. The rep was asked how many times the needle has been dropped in cases. She said at least five or six times in the last couple months. The surgeon told her that would report this event through our hotline and follow up with her. The procedure was delayed by sixty minutes. The procedure was completed successfully with no adverse consequences for the patient. Additional information was requested.